Event description:
It was reported that the tubing leaked at the filter or required excess pressure to prime/infuse fluid. This occurred during patient infusion, but there was no patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5150083. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.